Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps (fbf) instrument delivered energy while monopolar energy was being activated. The instrument was inspected prior to use, and no damage or abnormalities were observed. At the time of the event, no arcing was observed, and the surgeon confirmed that the correct pedal was used to activate the monopolar energy. Additionally, the fbf instrument did not collide with other instruments, come into contact with staples or clips, or have its jaws immersed in fluid when energy was activated. However, the instrument's jaws were grasping small intestine tissue at the time, which resulted with the tissue turning white and showing signs of thermal denaturation. The severity of the injury, as well as whether any medical intervention was required, remains unknown. An intuitive surgical, inc. Technical support engineer was consulted and advised the staff to disconnect the bipolar cable if necessary. However, it is unknown whether this troubleshooting step successfully resolved the unintended energy activation issue. The procedure was completed robotically. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis; results are pending investigation. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: d9, h2, h3, annex codes: g, b, c, d, h11. Additional information and device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument on (B)(6) 2025 for failure analysis (fa). Visual inspection revealed no damage to the instrument. It was tested on an in-house system, where it passed both recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and were properly aligned. Energy was released as expected, with no abnormal reaction from the opposing instrument. The instrument was fully functional, and no product issue was identified. A review of the site's system logs for the reported procedure date revealed the following possible related system errors: erbe energy activation halted by an instrument or instrument cable connected to the lower monopolar port on the erbe while using the coag function and erbe energy activation halted by an instrument or instrument cable connected to the lower bipolar port on the erbe.

Event description:
Refer to h11 for follow-up information.